Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, lead, 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed a sudden increase in threshold. Outputs were adjusted and the patient was scheduled for a 1 month follow-up. The lead remains in use. It was noted that the patient was part of the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was seen again and a device check indicated the right atrial (ra) lead thresholds were within normal range. The ra lead outputs were consequently lowered and the lead remains in use. No patient complications have been reported as a result of this event.